Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945 implantable defib lead (B)(6) 2002; 4469 competitor implantable pacing lead (B)(6) 2002; (B)(4) hancock porcine heart valve (B)(6) 1994. (B)(4).

Event description:
It was reported that the device battery was depleting sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.